Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3754 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3754 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required).at the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of miscarriage, intermittent fever, parity 3, multi gravida, cyst of bartholin's gland and menorrhagia. Previously administered products included: betadine alcoolico. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6)2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomhysteroscopy, d & c, nova sure ablation done on (B)(6) 2023 at the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2013 as per mr : - (B)(6) 2014 discrepancy noted : removal date as per argus (B)(6) 2023 as per mr : (B)(6) 2023 the device was in good position with 3 trailing coils. A similar technique was used on the left with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tubes, bilateral salpingectomy: fallopian tube full cross section present. Endometrium curettage: proliferative pattern endometrium admixed with blood. No atypical hyperplasia or malignancy is identified. Clinical information: specimen source: bilateral fallopian tubes, endometrial curettings. Clinical impression / pre operative diagnosis: menorrhagia, desire sterilization procedure: hysteroscopy with endometrial ablation nova sure, marsupialization of right bartholin¿s gland cyst. [Pregnancy test] (date unknown): pregnancy examination or test negative result quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.